Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified high sensor scan results compared to unspecified readings obtained on the built-in reader and experienced symptoms described as tremors, seizure, and a loss of consciousness. Customer administered a glucagon injection by their mother and emergency services were called. Upon their arrival, emergency services obtained a glucose result of 60 mg/dl compared to a sensor scan result of 110 mg/dl, however no treatment was provided. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.